Manufacturer narrative:
(B)(4). Block h10: investigation results: a visual examination of the returned complaint device noted that two activations were performed; however, the device was not separated from the catheter. The catheter was kinked in the middle of the device in several sections and was also kinked near the proximal section. The distal section was inspected under high magnification and one tab was found to be deformed. Additionally, the bushing was found to be kinked and damaged. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed in the colon on (B)(6) 2019. According to the complainant, during the procedure, the clip was deployed but failed to release from the catheter, even after opening and closing the handle and wiggling the device. Reportedly, the device was then pulled off from the patient. The procedure was completed with a different device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed in the colon on (B)(6) 2019. According to the complainant, during the procedure, the clip was deployed but failed to release from the catheter, even after opening and closing the handle and wiggling the device. Reportedly, the device was then pulled off from the patient. The procedure was completed with a different device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.